Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the prograsp forceps instrument was received and failure analysis found the instrument to have a frayed grip cable at the distal end.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The event investigation is in progress.

Event description:
This instrument was reported as being quarantined for the issue of the wire breaking and detaching making it difficult to remove through the trocar. It was reported a fragment fell into the patient. It is unknown if the fragment was retrieved.